Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the programmer will not boot up, during power-up, an error code occurred due to corrupt software.

Event description:
It was reported the programmer will not boot up. No information was received indicating patient involvement.